Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have nose and throat irritation and coughing and has contacted the physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.